Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results for one patient on their c501 analyzer. The customer stated the initial results were reported outside the laboratory. The sample was repeated on (B)(6) 2014. All the other results on the panel matched the original results. The repeat results were considered correct and the initial results were corrected. The patient's initial sodium result was 123 mmol/l. The repeat result was 140 mmol/l. The patient's initial potassium result was 2.79 mmol/l. The repeat result was 4.18 mmol/l. The patient's initial chloride result was 121.7 mmol/l. The repeat result was 105.8 mmol/l. There were no adverse events. The sodium, potassium, and chloride electrode lot numbers and expiration dates were requested but not provided. The field service representative could not find the cause. He ran a precision test. He replaced the ise electrodes and reagent for diagnostic purposes. The customer performed calibration and quality control as needed. All the quality control results were acceptable and the analyzer was performing to specification.